Manufacturer narrative:
The event occurred in USA during treatment. It was reported that a patient was on v-a ecls support with a flow set at 2,4l/min. The patient had several episodes of chugging and drops in flows to 1-1,5l/min. The episodes could be resolved by the customer by short episodes of reducing flow or by giving fluid bolus. Some time later, another chugging episode occurred and the flow dropped to 0,5l/min, pressure dropped to 40 and the patient received epinephrine. The customer could not achieve to get the flow back to 2.4l/min. Therefore the hls set was moved to the emergency drive and then to a different cardiohelp. The chugging issue remained. The customer reported that the alarm ¿low flow¿ was displayed. The customer stated that there has been no injury to the patient and the customer did not wish to supply patient demographic information. The patient was connected to the circuit on (B)(6) 2026. The treatment was required as the patient had complications from significant pes. No harm to any person has been reported. It was further stated that most likely there was a catheter blockage that temporarily moved on after there was no suction keeping it there. Which describes the low flow and chugging sound. New information was received on (B)(6) 2026 that the cannula used was livanova 23/25 fr venous cannula. The manufacturere livanova was notified about this complaint. The patient received heparin as anticoagulation. A continuous drip was already infusing at the time of cannulation. As a flow issue, can lead to a pump stop, if the intervention is set by the user, a report is required. A getinge technician was sent for investigation on 2026-04-23 and performed a logfile analysis which does show a few error messages due to the cardiohelp being removed. No failure of the device was logged. No part was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The root cause was confirmed by the customer as a displacement of the cannula. The cannula was repositioned and the issue was resolved. A medical consultation was performed by getinge medical affairs on 2026-05-07 with following conclusion:"potential risk to patient relative to this complaint:1. Reduced extracorporeal blood flow and insufficient circulatory support. Rationale: significant drops in flow (down to 0.5 l/min) may result in inadequate systemic perfusion and oxygen delivery, particularly in a patient requiring v-a ECMO for cardiopulmonary support. Although transient, such events may contribute to hemodynamic instability if prolonged. 2.hemodynamic instability requiring pharmacologic intervention. Rationale: the administration of epinephrine indicates that the patient experienced clinically relevant circulatory compromise during the low-flow episode. 3.risk of hemolysis due to chugging/suction events. Rationale: chugging is associated with elevated negative inlet pressures and intermittent flow collapse, which may increase mechanical stress on blood components and elevate the risk of hemolysis, particularly if sustained. Conclusion: according to the service report a device-related root cause can be excluded based on the available evidence, including logfile analysis and successful completion of all technical performance tests without replication of the issue. The persistence of the chugging phenomenon after transfer to an alternative ch-I console further supports that the observed behavior is independent of the device. The most probable root cause may have been a transient catheter-related obstruction and/or elevated negative pressure, leading to intermittent flow limitation and chugging. This appears to be consistent with the clinical presentation, responsiveness to volume administration, and the described resolution mechanism when venous suction conditions were altered. Such events carry inherent clinical risks, including reduced extracorporeal blood flow with potential for inadequate systemic perfusion, hemodynamic instability requiring pharmacologic support, and an increased risk of hemolysis due to repeated suction or chugging episodes. In addition, intermittent catheter obstruction may delay definitive identification and correction of the underlying issue and increase clinical workload due to repeated interventions. From the information provided, the clinical team appears to have implemented appropriate mitigation measures, including fluid administration, adjustment of flow, pharmacologic support, and system exchange to exclude device involvement. Although the event involved temporary reductions in flow and required intervention, no patient harm or adverse clinical outcome was reported. The influence of the ch-I device can be considered negligible, as no malfunction or performance deviation was identified." According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on 2026-05-08 for the period of 2016-04-07 to 2026-04-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-04-07. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported event "reduced flow" could be confirmed but was not related to a product malfunction. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in USA during treatment. It was reported that a patient was on v-a ecls support with a flow set at 2,4l/min. The patient had several episodes of chugging and drops in flows to 1-1,5l/min. The episodes could be resolved by the customer by short episodes of reducing flow or by giving fluid bolus. Some time later, another chugging episode occurred and the flow dropped to 0,5l/min, pressure dropped to 40 and the patient received epinephrine. The customer could not achieve to get the flow back to 2.4l/min. Therefore the hls set was moved to the emergency drive and then to a different cardiohelp. The chugging issue remained. The customer reported that the alarm ¿low flow¿ was displayed. The customer stated that there has been no injury to the patient and the customer did not wish to supply patient demographic information. The patient was connected to the circuit on (B)(6) 2026. The treatment was required as the patient had complications from significant pes. No harm to any person has been reported. It was further stated that most likely there was a catheter blockage that temporarily moved on after there was no suction keeping it there. Which describes the low flow and chugging sound. New information was received on (B)(6) 2026 that the cannula used was from a third-party company. The patient received heparin as anticoagulation. A continuous drip was already infusing at the time of cannulation. As a flow issue, can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID (B)(4).